Event description:
Blot and abnormal odor were found with the product before use. It was noted just after the doctor opened the package, but did not touch the product itself. The surgery was extended by 40 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.